Manufacturer narrative:
Plant investigation: as of 12/11/20, there were no samples available for return, however samples are not needed to confirm the allegation. Through other complaint allegations of the same issue for lots 20lxac056, 20lxac058, and 20lxac076, there were companion samples available for testing which were tested at both the oregon and irving laboratories, and results were conflicting. Due to the conflicting results found between the laboratories, the oregon test methods were reviewed and a deficiency was found in the test method pertaining to the sodium and potassium analyte tests. Because of the deficiency found in the test method, it was determined that lot 20nxac035 did not meet release specifications and the allegation of conductivity low was confirmed. A product history review was performed. A review of the complaint management system on 12/16/2020 identified 2 additional reported events for lot no. 20nxac035 related to conductivity issues. A review of the product inventory records for lot no. 20nxac035 indicated that 6761 cases of finished product were manufactured on 10/19/20 for distribution with no noted nonconformances. After reviewing the finished product release summary, it was determined that 20nxac035 met release specifications. In conclusion, 20nxac035 release testing was found to be compromised due to the deficient test method. A non-conformance was already opened for allegations of conductivity issues and escalated a corrective action. Based on the investigation performed, cause was traced to manufacturing.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported via fax that the hemodialysis (hd) machines are having conductivity issues with the use of naturalyte. Upon follow up, the customer provided details of one low conductivity occurrence during treatment, however, specifics details on the low conductivity experienced by other machines were not provided. This record captures the alleged naturalyte batch low conductivity results experienced on the other machines. It is unknown if these occurrences were during treatment or setup. Five cases were affected. The bmt has not been in touch with customer service to return any affected product. No repairs to the machines were performed. The clinic uses naturalyte bicarbonate lot 20hxbc010. Additional information was requested, however, a response was not received. A sample return is not expected.